Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: (B)(6) 2004, d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was connected to the new device the rv lead had high pacing impedance and a confirmed fracture. Additionally, the left ventricular (lv) lead would not pace after connecting to the new device as the hvb coil is the anode for that lead. A new rv lead was attempted to then be implanted but due to multiple abandoned leads and tight access under the clavicle the new rv lead could not advance to the right ventricle. The attempted lead was removed. The physician decided to connect the chronic leads to the new device with pacing function only and monitor the patient for ventricular arrhythmias. No patient complications have been reported as a result of this event.